Manufacturer narrative:
The complaint number corresponding to this medwatch is cmp-(B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03641, 0001822565-2017-03642, 0001822565-2017-03643 & 0001822565-2017-03644.

Event description:
It was reported by patients legal counsel that the patient's right hip was revised approximately four years post-implantation due to failure of the total hip arthroplasty and cicatrix skin.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Primary operative notes stated an unidentified 55 mm titanium shell was implanted with a 38 mm inner diameter liner. Bone graft paste was placed in the base of the acetabulum due to a small amount of acetabular protrusio with the anterior aspect of the bony acetabulum protruding above the implant that was removed to prevent impingement anteriorly with internal rotation. A natural neck length, 38-mm head with size 0 collarless prosthesis used due to extremely tight, small diameter femur. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.